Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device was undersensing the patient's premature ventricular contractions (pvcs). The clinician reprogrammed the device, and the device remains in use. No patient complications have been reported as a result of this event.